Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported. Attempt #1: on 08/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported.